Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a.2., b.5., d.1., d.2., d.4., d.6a, d.6b, g.4., h.4., h.6.

Event description:
Healthcare professional confirmed capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
(B)(6). The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side capsular contracture (grade unknown). The device remains implanted.